Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
Testing results: qc 1: 3.8 inr, qc 2: 3.7 inr, qc 3: 3.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch field correction/removal number has been updated.

Manufacturer narrative:
Correction regarding the type of the meter used, the meters were both coaguchek xs plus meters serial number with serial numbers (B)(4). Relevant retention test strips (lot 314047) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch field was updated with lot number and expiration date.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 14 patients from a coaguchek xs meter or coaguchek pro meter compared to the laboratory result. The specific meter and serial numbers were asked for but not provided. Of the data provided, there were discrepant inr results for 3 patients. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.